Event description:
2023-may-31 (B)(4) (hcp) information was received from a healthcare provider regarding a patient receiving hydromorphone via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported that patient was in for a refill and the physician was unable to access refill port. The caller stated she put patient under fluoroscopy and the agent discussed pump orientation. The caller confirmed connection of catheter is coming off of the pump in a counter-clockwise orientation and thus, thepump is flipped. 2023-nov-01 (B)(4), rp (con, rep); on 2023-nov-01, information was received from a patient, via a manufacturer representative (rep). The patient reported that "sometime in july" the patient stopped getting relief from their pump. The specific date in july was asked, but unknown. The patient then went to see their provider, who attempted a dye study in august (noted as "failed cds" in surgery notes), but was unable to proceed because the pump had flipped. On the date of this report, the patientwas referred to another healthcare professional (hcp) for a catheter revision. When they opened up the pocket, it was clear (per the hcp) that the patient suffered from twiddler's syndrome, for the catheter was coiled multiple times from the patient twisting it. The hcp also commented to the rep that "right now the pump right side up". The rep stated that "it was suspicious that she had said that indicating that she consistently [was] flipping around her pump". The hcp cut the pump segment of the catheter and decided to implant a new 40 cc pump. The hcp did this because the patient's pocket size was very large for the smaller 20 ml model and the 40 ml size would make it more "snuck" in the pocket and less likely for the patient to flip it. The hcp then went to place an entirely new catheter because due to the patient twirling their pump, they pulled the anchor down and it broke. The hcp placed the new catheter and got cerebrospinal fluid (csf), then connected it to the new pump. They did not have drug for the patient, so they filled the pump with pfns and left the dose at minimum rate. Session logs were provided that indicated a volume discrepancy was noted (3.4 ml was expected reservoir volume, 4.0 ml was actual reservoir volume). Provided session logs indicated a motor stall occurred on (B)(6) 2023 at 9:29am with a motor stall recovery on (B)(6) 2023 at 10:13am. The issue was resolved at the time of this report. 2023-11-26 e1 (hcp, rep): additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the motor stall and recovery seen in the session logs on (B)(6) 2023 was due to magnetic resonance imaging (MRI) that the patient had on that day. The patient told the rep this in pre-op.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported that patient was in for a refill and the physician was unable to access refill port. The caller stated she put the patient under fluoroscopy and the agent discussed pump orientation. The caller confirmed connection of catheter is coming off of the pump in a counter-clockwise orientation and thus, the pump is flipped.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2023 product type catheter product ID 8784 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type catheter h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2023, information was received from a patient, via a manufacturer representative (rep). The patient reported that "sometime in (B)(6)" the patient stopped getting relief from their pump. The specific date in (B)(6) was asked, but unknown. The patient then went to see their provider, who attempted a dye study in august (noted as "failed cds" in surgery notes), but was unable to proceed because the pump had flipped. On the date of this report, the patient was referred to another healthcare professional (hcp) for a catheter revision. When they opened up the pocket, it was clear (per the hcp) that the patient suffered from twiddler's syndrome, for the catheter was coiled multiple times from the patient twisting it. The hcp also commented to the rep that "right now the pump right side up". The rep stated that "it was suspicious that she had said that indicating that she consistently [was] flipping around her pump". The hcp cut the pump segment of the catheter and decided to implant a new 40 cc pump. The hcp did this because the patient's pocket size was very large for the smaller 20 ml model and the 40 ml size would make it more "snuck" in the pocket and less likely for the patient to flip it. The hcp then went to place an entirely new catheter because due to the patient twirling their pump, they pulled the anchor down and it broke. The hcp placed the new catheter and got cerebrospinal fluid (csf), then connected it to the new pump. They did not have drug for the patient, so they filled the pump with pfns and left the dose at minimum rate. Session logs were provided that indicated a volume discrepancy was noted (3.4 ml was expected reservoir volume, 4.0 ml was actual reservoir volume). Provided session logs indicated a motor stall occurred on (B)(6) 2023 at 9:29am with a motor stall recovery on (B)(6) 2023 at 10:13am. The issue was resolved at the time of this report.

Manufacturer narrative:
H3: analysis of the pump found no anomaly. Analysis of 8781 catheter found catheter body has significant twisting that may have affected infusion; kinked observed. Analysis of 8784 catheter found catheter body has significant twisting that may have affected infusion; kinked observed h11: interrogation of the pump upon receipt indicated the pump was delivering hydromorphone 6mg/ml at 0.6525 mg/day. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.